Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the jaw broke off of the device and fell into the patient. The broken piece was able to be located and retrieved. Due to the problem the procedure was extended 5-7 minutes. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Date of event - unknown, assumed (B)(6) day of month ((B)(6), 2012) that complaint was reported.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the top jaw broken and returned with the device, and the I-blade damaged. The device was tested with a generator and the device performed as required during testing; though all testing could not be completed due to the broken jaw. A possible cause of the damaged to the jaws and the I-blade could be not allowing thick and fibrous tissue to denature prior to I-blade advancement.